Manufacturer narrative:
Batch review performed on 09-august-2019: lot 1859229: (B)(4) items manufactured and released on 27-jun-2019. No anomalies found related to the problem. To date, no other similar events have been reported. Preliminary investigation performed by r&d project manager: based on pictures provided, we are not able to say any conclusion. We have to analyze the device.

Event description:
During the femoral rasping, when the surgeon pull out the straight amis broach handle with a hammer, the rever disengaged and fell in the surgical field. The surgeon removed the broach from the medullary cavity with another instrument. Due to this event the surgery was prolonged about 10 minutes.